Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a patient alert sounded due to increased pacing impedance. Some short intervals and non-sustained tachycardia episodes were noted as well. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.